Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received on 10-feb-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number (B)(4), received at FDA on 16-dec-2013). The report refers to the reporting female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) implanted and experienced headaches constantly, anxiety, depression, high blood pressure, pains in her hips, ankles, feet legs and arms, cannot walk and stand for long, dizzy so much like she is going to black out, problems with her vision, constant pain somewhere in her body at all times, mostly in her stomach and abdominal area, when she has her period, it is very heavy and she hurts so bad she cannot even get off the couch. FDA report type was "injury", reported outcome of events was 'disability or permanent damage' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. In 2006, the consumer had essure (ess205) (fallopian tube occlusion insert) implanted. She was not given a choice getting the device. She did not get the essure card that she just found out she was supposed to get, she did not even know the name of the product until recently. Her doctor said nothing about coming back to have it checked after insertion, which was not done in the doctor's office. It was done in the hospital, in an operating room while she was put to sleep. Consumer reported she has had nothing but medical problems ever since the insertion. The last two years it had just gotten worse and worse. She has headaches constantly, anxiety, depression, high blood pressure, pains in her hips, ankles, feet legs and arms. She cannot walk and stand for long. She cannot go to the store by herself anymore because of the anxiety and because she gets dizzy so much like she is going to black out. She has problems with her vision at time of reporting. She is in constant pain somewhere in her body at all times, mostly in her stomach and abdominal area, when she has her period, it is very heavy and she hurts so bad she cannot even get off the couch. She cannot clean the house or cook anything. She just hurts too bad. She was able to find a side effect list and has 76 of the side effects that she knows of, not counting the ones that she does not have the money to go to the doctor and have checked out. Consumer wants essure taken off the market. Follow-up information on 21-oct-2015: case upgraded to incident. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1894, awareness date 21-oct-2015). The consumer had essure inserted on (B)(6)2006 in an operating room, under anesthesia. The device was removed on (B)(6) 2015 via hysterectomy. She was never told about a dye test. She had many medical problems since getting essure. Too many to list but the main ones being severe abdominal pain, heavy bleeding, endometriosis, bursitis, extreme weight gain, lesion and cyst on liver, heart problems and an adrenal adenoma on her left adrenal gland (tumor). She was not the only one that suffered. Essure device had her in so much pain on a daily basis that she could not get off the couch 90 percent of the time. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had constant, severe pain mostly in her abdominal area since essure (fallopian tube occlusion insert) insertion. The devices were removed via hysterectomy 8.5 years after their placement. This event is listed according to essure's reference safety information. After essure insertion, abdominal pain may occur. In this case, consumer reported many problems which she related to the device, including abdominal pain and heavy menstrual bleeding. Additionally, she reported endometriosis (understood as adenomyosis). This condition may lead to dysmenorrhea and menstrual disturbances and could be an alternative explanation for some of the consumer's symptoms. Nevertheless, considering the limited information provided; a contributory role of essure in consumer's pain cannot be totally rule out. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed) based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded.